Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the healthcare professional on (B)(6) 2017. The hcp indicated that a motor stall occurred on (B)(6) 2016 at 07:52. The patient called emergency on (B)(6) 2016. There was an increase in pain. The patient first started experiencing the symptoms on (B)(6) 2016. Troubleshooting consisted on obtaining the logs, and the pump was replaced on (B)(6) 2016. The hcp also provided the contact (nurse) who would be the most appropriate to follow up for additional information. No further details were provided.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Interrogation of the device indicated the pump was being used to deliver 360.0 mcg/ml of sufenta at 204.83 mcg/day, 22.0 mg/ml of bupivacaine at 12.517 mg/day, 1624.0 mcg/ml of clonidine at 924.0 mcg/day, and 1354.0 mgc/ml of baclofen at 770.4 mcg/day. Analysis of the implantable pump serial number (B)(4) revealed residue in the motor gear train; and identified wearing on the lower shaft of the rotor magnet and wearing on the upper shaft of gear number two. Destructive analysis also identified electrochemical migration across the feedthrough insulators. Shorting across the insulator was observed in the lab.

Event description:
The implantable pump and catheter were returned to the manufacturer without any information.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.